Event description:
During the implantation of the left ventricular assist device, (lvad), it was reported by the vad coordinator that there was a suspected leak in the pump. Air entrainment in the aortic root was observed several times. The attempts to de-air were futile and the surgeon noted slight separation of the silastic sleeve on the inflow. Assuming there might be problems, it was decided to swap the lvad for another lvad. No further problems were reported.

Manufacturer narrative:
The device was returned to the MFR for eval. The reported event of a suspected leak within the pump with air entrainment was not confirmed during the investigation. The pump returned assembled with the percutaneous lead intact. The inlet cannulae was returned detached from the inlet port and the outlet elbow was returned attached to the outlet port. During the investigation, the pump was submerged in water prior to disassembly and operated using a test system controller, test battery clips and test batteries to ensure proper motor operation, and the system operated as intended. Further inspection did not reveal any evidence of deposition or foreign material to the lumen of the inlet tube and interior of the inflow polyester graft. The silicone sleeve over the graft conduit was properly secured to the graft attachments and it was noted that there were no slices or damage to the silicone sleeve. Pre-clotting material was present in the grooves of the graft attachments. The inlet elbow o-ring used to create a seal between the inlet elbow and the pump inlet port was intact and in place within the o-ring groove of the elbow. The ptfe washer within the inlet screw ring was present and in place. All other o-rings in the pump were intact and free of damage. Further testing included filling the inlet cannulae with water in order to determine if any leaks were present. The cannulae was held full of water for 10 minutes with no leaks or abnormalities were observed. No further info is available. The MFR is closing its file on this event.